Event description:
Recipient was non-user for over six years and recently resumed rehabilitation.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Recipient was non-user for over six years and recently resumed rehabilitation. Reportedly, auditory perception with the device was poor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.